Manufacturer narrative:
Upon further evaluation of the device, service found a leak due to perforations in the instrument/forceps channel. The bending angulation was lacking due to elongation of the angle wire. The play of the angle knob was out of specification due to elongation of the angle wire. The insertion tube was crushed, due to external factors. Scratches were observed on the insertion tube, bending rubber covering, and the operation side of the universal cord, due to external factors. Switch #1 was observed to be cut off, due to external factors. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported ¿in b mode, the upper right corner of the screen does not move.¿ there was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found the ultrasonic probe surface was chipped and the acoustic lens was peeling off, causing an abnormality in the ultrasonic image. This report is being submitted for the malfunction found by service during the device evaluation [acoustic lens peeling]. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to device handling. However, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: safety precautions note: "·do not pull the universal code. There is a risk that the scope connector part may come out of the socket of the light source device and the endoscopic image may become invisible.¿ ¿·do not bend the flexible part of the endoscope or the universal cord or ultrasonic connection cable into small pieces (12cm or less in diameter). There is a risk of noise or damage to the ultrasound image.¿ ¿·do not bend the endoscope insert with strong force. Otherwise, the insertion part may be damaged.¿ ¿·do not touch the electrical contacts inside the electrical connectors. Ccd may be destroyed.¿ ¿·do not touch the electrical contacts on the ultrasonic connectors. There is a risk of contact failure.¿ ¿·do not impact the tip of the endoscope, especially the ultrasonic probe or the surface of the lens. There is a danger that ultrasonic images and endoscopic images may be abnormal.¿ ¿·do not twist or bend the curved part by hand. Otherwise, it may be damaged.¿ ¿·the remote switch of the endoscope cannot be removed from the operation part. Pressing, pulling, or twisting with strong force may damage the switch or cause water leakage." If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.